Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a blank display anomaly and would alarm failed battery test. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump would alarm failed battery test, low battery alert, and the insulin pump would turn blank even after multiple battery changes. Customer also reported that the insulin pump buttons were unresponsive at times. Customer declined troubleshooting on all issues and she would like to get a replacement battery cap. The insulin pump is not expected to return for analysis.